Event description:
An impella rp device was inserted via the left femoral vein in a 76-year-old male patient presenting for elective placement. During the procedure, the peel-away sheath was found to be kinked inside the vessel, which prevented successful advancement and delivery of the device. The sheath had been in perfect condition prior to insertion. Due to the inability to advance the impella rp, the device was removed. The reported events include failure to advance, product damage, medical device removal, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient, and support was continued without any known adverse events.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: d3. Corrected: h3. Difficult/unable to insert through other device: no issues were with the returned product. The cause of the issue was not established as insufficient information was provided to confirm timing of sheath kink in relation to device advancement and delivery attempts.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Difficult/unable to insert through other device: the cause of the issue was not established as insufficient information was provided to confirm timing of sheath kink in relation to device advancement and delivery attempts.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number.

Manufacturer narrative:
D2a, d2b, d4 UDI, and g4 PMA/ 510(k) revised. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.